Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect smart pneumatic module was returned. The malfunction was duplicated and attributed to the autocal valve on the smart pneumatic module. The customer received a replacement module to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.